Event description:
Boston scientific received information that this pacemaker was explanted earlier than expected, based on the patient's previous in clinic follow-up which indicated 1.5 years of remaining battery life. The device triggered eol approximately five months later, requiring intervention. The device was successfully explanted and replaced; to be returned for a longevity evaluation. No adverse patient effects were reported

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker paced and sensed normally and exhibited normal impedance measurements. Laboratory analysis determined that this device declared ert earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. Laboratory analysis found this device declared ert earlier than previously estimated due to programmed parameters.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.